Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2013 with the following findings: all keypad buttons were unresponsive and contamination was found under all key contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed that the keypad was fully intact and the audio bolus button was partially detached. During testing, all keys were found to be unresponsive. The keypad was removed and contamination was found under all key contacts. (B)(6).